Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve (sn (B)(6)) was chosen for implant during a transcatheter aortic valve implantation. Computerized tomography (CT) measurements were taken, and the measurements were in accordance with the measurements taken by abbott responsible for the sector. During the procedure, it was noted that the valve did not capture the left sinus of valsalva (sov), where it could be seen that the measurement was small for the patient's anatomy. The decision was made resulting to replace the valve. A new 25mm navitor valve (sn (B)(6)) was chosen. During the final release, the valve migrated. A second valve was required. A new 25mm navitor valve (sn (B)(6)) was implanted successfully. The results were excellent and all normal hemodynamic parameters throughout the procedure and after the procedure. The patient's tomographic examination however, was not in good condition. 24 hours after the procedure, the patient was in room air, lucid, oriented, verbalizing, without electrical conduction disturbances.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve (sn (B)(6)) was chosen for implant during a transcatheter aortic valve implantation. Computerized tomography (CT) measurements were taken, and the measurements were in accordance with the measurements taken by abbott responsible for the sector. It was reported that there was sufficient calcium to allow anchoring of the device. The patient had a horizontal aorta, which was greater than 60 degrees. During the procedure, it was noted that the valve did not capture the left sinus of valsalva (sov), where it could be seen that the measurement was small for the patient's anatomy. The decision was made resulting to replace the valve. There was no additional product experience other than mis-sizing for the 23mm navitor valve. A new 25mm navitor valve (sn (B)(6)) was chosen for implant. There were no difficulties deploying the valve. The starting implant depth was 3mm, and the final implant depth was 3mm. There was tension in the delivery system at the time of the final deployment. During the final release, the valve migrated. The migrated valve did not block a coronary artery. There was no separation issue related between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to removal of delivery system. The valve was snared. Another valve was required. A new 25mm navitor valve (sn (B)(6)) was implanted successfully. The final gradient was 5mmhg. The results were excellent and all normal hemodynamic parameters throughout the procedure and after the procedure. The patient's tomographic examination, however, was not in good condition. 24 hours after the procedure, the patient was in room air, lucid, oriented, verbalizing, without electrical conduction disturbances. The cause of the valve migration was believed to be due to difficult patient anatomy and because 3mm into the left ventricular outflow tract (lvot) was not enough. The patient was later discharged.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from field indicated that the cause of the valve migration was believed to be due to difficult patient anatomy and because 3 mm into the left ventricular outflow tract (lvot) was not enough. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."